Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported "dirt" on a pattie strip (ID 245431). No patient injury reported. No additional information provided after several attempts.

Manufacturer narrative:
The surgical strip (ID 245431) was not returned for evaluation but a photo was provided: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the failure analyst viewed the photo and confirmed that there is discoloration present on the strip. Root cause - the complaint was confirmed in the complaint investigation. Per failure analyst: ¿when cottonoid is produced, rayon bales are broken down into small fibers and woven into sheets. These sheets are then saturated with a binder material and put through an oven. The binder material can become burnt and build up in the oven. When the built up binder makes contact with the sheet of fiber it can cause discoloration. Strips are visually inspected by operators who fan through the stack of 10 strips counting each one and ensuring there are no defects. They then flip over the stack and repeat this inspection. Because the contamination was missed the complaint can be attributed to operator error during assembly. Applicable operators will be retrained.¿ a corrective and preventative action (CAPA) has been closed in june 2022 for the patties/strips product family relate to discoloration, incorrect count, string issues, and x-ray detectability. The CAPA implemented preventative actions to minimize the issues reported.